Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the device had black screen. A technical support specialist followed up with customer but could not find any issue. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported by the customer that a pyxis medstation es system unexpectedly stopped responding, preventing user from removing the required medication and causing delays. There were no adverse events or injuries reported based on this event.